Event description:
Same case as MDR ID 2134265-2015-04902 and 2134265-2015-04903. Promus element plus clinical study. It was reported that death occurred. In (B)(6) 2013, the patient was presented due to unstable angina. Subsequently, index procedure was performed. Target lesion #1 was a de novo lesion located in the 1st diagonal artery with 70% stenosis and was 12mm long with a reference vessel diameter of 2.25 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25x12.00mm promus element¿ plus stent, with 0 % residual stenosis. Target lesion # 2 was an ostial lesion located in the right posterior descending artery (r-pda) with 95% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.00x16.00mm promus element¿ plus stent. Following post dilation, residual stenosis. Was 0%. Follow up angiography revealed pinching of right posterolateral (rpl) artery which was treated by placement of 3.00x12mm promus element¿ plus stent overlapping proximally with the previously placed study stent. Target lesion # 3 was located in the 1st right posterolateral branch with 20% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.00x12mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharge on aspirin and prasugrel . In (B)(6) 2015, the patient called emergency medical services (ems) due to difficulty in breathing. Upon arrival of the ems, it was noted that the patient was alert and responsive but was very weak. An attempt was made to intubate the patient but was unsuccessful and the patient had active vomiting. Finally, the patient was intubated and was found to have got shocked by automatic implantable cardioverter defibrillators (aicd). Subsequently, cardiopulmonary resuscitation (CPR) was initiated. Despite magnet over aicd, the patient appeared to have received internal shock, CPR was paused and ventricular fibrillation was noted. No cardiac and pulse was noted and CPR was resumed. In spite of all the measures, the patient had no cardiac activity, pulseless and apneic. The patient expired due to cardiac arrest.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).